Event description:
Patient experienced a corneal abscess of the left eye. It was reported that the patient obtained contact lenses from an optician but had not been examined by an ophthalmologist for five years. Patient was hospitalized for treatment and presents sequelae. No additional information was available.

Manufacturer narrative:
No product was returned for evaluation and no lot number information provided. Based on available information, no conclusion can be drawn.